Manufacturer narrative:
Treatment files were reviewed and from the onset of the procedure the patients eye was moving. It was very clear that the pid was not properly locked. Movement occurred throughout the procedure and toward the end of the fragmentation treatment a large air bubble move into the treatment area caused by the patient movement and downward shift of the suction ring from the pid. The surgeon did not stop the treatment and as the bubble passed into the treatment pattern a corneal etch occurred. The laser system log files were reviewed and there was no indication of a device malfunction.

Event description:
On (B)(6) 2015 a customer reported to a lensar distributor fse that during a procedure the suction ring looked like it was locked into the patient interface device, but during the procedure the patient moved and apparently the suction ring was not fully locked into the pid and the laser skipped the ak. The procedure and the capsulotomy only completed 2/3 of the way. The doctor said that the fragmentation looked good, but he said it looked like there was some scuffing of the ak. The patient' cornea was etched.

Manufacturer narrative:
Treatment files were reviewed and from the onset of the procedure the patients eye was moving. It was very clear that the pid was not properly locked. Movement occurred throughout the procedure and toward the end of the fragmentation treatment a large air bubble move into the treatment area caused by the patient movement and downward shift of the suction ring from the pid. The surgeon did not stop the treatment and as the bubble passed into the treatment pattern a corneal etch occurred. The laser system log files were reviewed and there was no indication of a device malfunction.

Event description:
On (B)(4)15 a customer reported to a lensar distributor fse that during a procedure the suction ring looked like it was locked into the patient interface device, but during the procedure the patient moved and apparently the suction ring was not fully locked into the pid and the laser skipped the ak. The procedure and the capsulotomy only completed 2/3 of the way. The doctor said that the fragmentation looked good, but he said it looked like there was some scuffing of the ak. The patient' cornea was etched.